Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion test and excessive no delivery alarm test. There was no rewind anomaly, no unexpected no delivery alarms or frozen screen was noted during testing. They were unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There were no compromised force sensor system alarms. The pump had a minor scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 16.6 mmol/l at the time of incident. The customer stated that the pump stops in the middle of rewinding. The customer stated that the battery was new but the pump still freezes. During troubleshooting, it was noted that there was no compromised force sensor system alarms in the pump history. The customer also stated receiving no delivery alarms but none were found in the pump history. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.